Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 21143729. Product family: scs-lead fixation upn: (B)(4), model: sc-4318, serial: null, batch: null. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: null, batch: null.

Event description:
A report was received that the patient was experiencing stimulation problems and was not receiving adequate pain coverage. The physician decided to perform a revision procedure to replace both leads. The patient was doing well post operatively and was receiving good coverage of pain areas.

Manufacturer narrative:
Investigation summary with all available information boston scientific concludes that no problem has been detected with the reported devices. Device technical analysis visual inspection of the lead sc-2366-70 (B)(6) revealed that the lead was cleanly cut into two pieces approximately 22.5 cm from the distal end of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified. Electrical test could not be performed due to the lead damage. Visual inspection of the lead (B)(6) was unable to confirm the as reported observation with testing of the product return. The lead passed the impedance test. Lead exhibits normal characteristics. Visual inspection of the clik x anchors revealed that the distal and proximal ends of the anchors were clean cut. The clean cut damage is a result of a typical procedure and it is not considered a failure. No other anomalies were identified. The associated leads were inserted and removed from the clik x anchor without an difficulty investigation conclusion the reported event of inadequate stimulation could not be confirmed with testing the devices . It was concluded that there are no problems with the devices.

Event description:
It was reported that the patient was experiencing stimulation problems and was not receiving adequate pain coverage. The physician decided to perform a revision procedure to replace both leads. The patient was doing well post operatively and was receiving good coverage of pain areas.